Event description:
It was reported that there was difficulty upgrading the software on this device. Three attempts failed. During the call to technical services, the device beeped indicating a successful upgrade. The programmer indicated the software was upgraded. Technical services suspects there was intermittent telemetry. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.